Event description:
It was reported to philips that system did not boot up for 15 minutes. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up for 15 minutes. Review of the logfile shows some error related to flexvision pc on start up in the morning. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the starting up took longer time. To resolve the issue fse completed start up. The same issue reoccurred after a few days, where fse replaced flexvision pc. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.